Event description:
It was reported that a patient with a history of atrial fibrillation underwent a mechanical thrombectomy for the treatment of acute ischemic stroke using the react-71 catheter and phenom 21 microcatheter. Following the procedure, imaging revealed an intraparenchymal hemorrhage remote from the ischemic field, which was possibly related to the index study procedure and/or the devices used. The access vessel for the procedure was the femoral artery. Additional information received reported subject was treated for an ischemic stroke on (B)(6) 2024 with mechanical thrombectomy. Target clot was right internal carotid artery (ica) that expanded into the pca territory. 24 hour follow up imaging showed a new ph1 hematoma within the ischemic field. This is being escalated as a potential procedure related adverse event. Additional information was received reporting there was no hospitalization, no treatment, no other actions taken to resolve the hematoma. The causality assessment provided as: not related to procedure and devices, causal relationship to disease under study, not related to underlying condition or disease, no rationale for the relationship to system or procedure. Additional information was received that head computer tomography (CT) without contrast showed ph1 hematoma post procedure on (B)(6) 2024. The event was not a recurrent or new stroke and did not result from a device deficiency. The event was causally related to the disease under study and not related to an underlying condition or disease. The mrs score was 0 and nihss score was 14. Pre procedure mtici score was 0 and post procedure was 3. There were no treatments or other actions taken. The outcome was not recovered/resolved. The site assessed as not related to the devices or procedure. The sponsor assessed hemorrhagic transformation stroke as possibly related to the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdm code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.